Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ceramic liner broke when impacting into acetabular cup. Broken pieces of ceramic liner removed and new ceramic liner was used. The procedure was successfully completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: b5: added additional information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the ceramic insert was used in a hip replacement and it shattered around the rim during the second impaction to place the ceramic insert. Ceramic insert was difficult to remove. Required additional anaesthesia time and significant washout to remove debris in joint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- ceramic liner broke when impacting into acetabular cup. The product was not returned to j&j medtech orthopaedics, however a photo was provided for review. The photo investigation revealed that the ea delta cer insert 36idx52od has fractured into multiple pieces. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4754896 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added : b5. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that : c. Please confirm if there was any patient consequences? No. D. Any post-op care change? No.